Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 06) occurred while the customer was sleeping. Reportedly, the customer was not outside of the allowable operating altitude range. Customer's blood glucose level was 500 mg/dl. A cartridge change was performed resolving the alarm.